Manufacturer narrative:
The insulin pump alarmed motor error due to broken end cap. Unit had missing end cap sticker.

Event description:
Customer reported that his insulin pump was slammed in the car door. Customer stated that a bottom piece of the insulin pump was broken off. Customer stated that the insulin pump is squirting the insulin out during the manual prime. Nothing further was reported.